Manufacturer narrative:
(B)(4). Batch # p58v66. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 57 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "stapler got stuck and with applying force, the handle broke" did the firing trigger break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will the firing trigger be returning with the device for analysis? Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during an unknown procedure, the stapler got stuck and with applying force the handle broke. A second stapler was used to finish the anastomosis. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, when the "stapler got stuck and with applying force, the handle broke" did the firing trigger break off of the device? If yes, did it fall into the patient? No. Were there any patient consequences as a result of the event? If yes, please describe. No.